Event description:
It was reported that the handpiece continued to run on its own while the equipment was being tested during an on-site maintenance visit at the account. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, a possible cause was a failed asic motor controller, which was replaced along with other components.